Event description:
In (B)(6) 2010 I had right inguinal hernia surgery performed. The doctor put in atrium medical's mesh and plug. I see they have several complaints, letters, and recalls on various medical products. I am so disappointed that the FDA in not following up on this company. How many have to complain? I have been in pain since day one and it is getting worse. I will have to have the mesh and plug taken out now as a last resort due to severe pain. All the test can't show the bulges in my groin area. It will need to be opened back up. Please do something.